Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: chile. D5, e2, e3 are unknown at the time of reporting.

Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for investigation. The device was visually inspected. When batteries were inserted to power up the device, message "lec 1140" was on the display. The reported complaint is confirmed. A defective microprocessor unit board is the cause of the reported problem. Once that was replaced the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.